Manufacturer narrative:
Device evaluation: the intraocular lens (iol) remains implanted in the patient's eye therefore, a product investigation was not possible. The reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The in-line optical inspection data showed that the lens was within power specification. The sterilization records were reviewed and there were no non conformances with respect to the sterilization process. Results of the samples from the sterilization batch show the amount of endotoxin met specification and there were no non-conformances. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) was reviewed and adequately provide instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. The complaint cannot be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens remains implanted to date. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported that after having an intraocular lens, model zkb00, implanted in her right eye, she started having blurriness. Her right eye has been irritated like it doesn't feel right, and is red, scratchy, twitching. She can't drive and is extremely uncomfortable. Her doctor treated her with a couple of different steroid eye drops, but they did not work. She has gone for a second opinion and saw a different doctor. The second doctor gave her the option to remove and replace with a different lens. At this time, she has no plans to remove and replace the lens until she can reach her implant doctor to discuss. No additional information has been provided.